Event description:
The surgeon performed a revision surgery on (B)(6) 2012. He stated that the patient had been clinically improved for several months after the initial fusion surgery when the ifuse implants were placed. According to the surgeon, the pain had returned and that the patient, at the point of the revision surgery, was very much the same as before the index operation. The surgeon stated that it was hard to tell if there was a true halo around the implants on a CT scan secondary to metallic artifact (scatter). He stated that there were no obvious halos on the regular x-ray images. All three implants came out easily. The surgeon stated that there was minimal bone on the explants. Two globus screws were placed. An si-bone employee had spoken with dr (B)(6). The si-bone employee reported that there were no difficulties with the explant case.

Manufacturer narrative:
Based upon the complaint information and investigation, as well as review of the surgeon training manual and fema, the root cause is unknown.